Manufacturer narrative:
(B)(4). The device was returned for analysis. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed and revealed tip damage (dented/misshapen) and collar damage (partial separation of the distal shaft material). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the device could not cross the lesion. The 75% stenosed target lesion was located in the moderately tortuous and lightly calcified coronary artery.. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion because of the moderate tortuosity and light calcification. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, device analysis revealed a partial separation at the collar.